Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection, the customer obtained a needle stick injury because the needle didn't retract sufficiently on one (1) device. The facility protocol was followed, no antiviral administered, but the patient had been syphilis positive in previous episodes so there was some concern.

Manufacturer narrative:
D4. Medical device lot #: 4009654. D4. Medical device expiration date: 2025-jan-31. H4. Device manufacture date: 2024-jan-09. D.4 UDI#: (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and the issue of retract slowly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of retract slowly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection, the customer obtained a needle stick injury because the needle didn't retract sufficiently on one (1) device. The facility protocol was followed, no antiviral administered, but the patient had been syphilis positive in previous episodes so there was some concern.